Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, ubd: 11/13/2022, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that during intraoperative testing, the patient's extension impedance was too high. The extension was replaced to complete the operation. The cause of the issue was unknown. The patient was in good condition. The issue was considered resolved. No patient symptoms or further complications were reported as a result of this event.